Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) fecal incontinence and gastrointestinal/pelvic floor reported redness at the implant site. The patient stated that the implant site looked red and that the incision opened up and "a bunch of bloody water came out of the incision." The patient reported that at the time of the call the incision was still draining. Patient stated that she had been put on oral antibiotics and has a follow-up appointment with her healthcare provider (hcp) on friday (B)(6) 2016). Finally the patient reported that it looked like "a tiny bit of infection" outside of the incision. The patient stated that a medical assistant thought the device metastasized. A follow-up letter from the patient's hcp stated that there was superficial wound dehiscence with exposure of the neurostimulator. The device was removed to prevent the possibility of infection with the plan to re-implant the device after patient has healed (1 month). The device was removed without incident and the patient stated that while implanted the device provided 100% improvement of her fecal incontinence and nearly no accidents. No device issues were reported and patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.